Manufacturer narrative:
Initial.

Event description:
It was reported that the user sought guidance on accessing prior reports and also described a hypoglycemic event while completing a survey; the user had recently received a steroid injection and had set the cgm target range to a lower setting and did not change it back, which the user believed could have contributed to the low glucose, and the event was treated with oral glucose. Symptoms included hypoglycemia without additional clinical signs or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.